Manufacturer narrative:
Upon receipt, the external pacemaker including the redel adapter was inspected. It was not possible to turn the external pacemaker on in the delivered state. The inspection of the outer assembly revealed a blocked battery compartment. Opening the device the protective cap of the 9 volt block battery was found to be stuck in the battery compartment. Apparently it had been forgotten to be removed before inserting the battery. Therefore the compartment did not close correctly. A safe power supply of the device was not possible because of this. In a next step the inner assembly of the external pacemaker and the adapter was inspected and the functionality of the electronic module was checked. During the analysis, it was revealed that the electronic module was damaged. The damage symptoms clearly indicate an external defibrillation. The device stimulation functions are not longer available due to this. The visual, mechanical and functional analysis revealed no indication of a material or manufacturing problem, but external damages due to user handling.

Event description:
It was reported that the external pacemaker did not turn on and did not stimulate. The external pacemaker, with the adapter, was returned to biotronik for analysis.